Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. The customer experienced an elevated blood glucose (bg) level of high. A multiple dose injection was delivered to address bg. Tandem technical support was unable to obtain further information regarding the issue.